Manufacturer narrative:
As reported, post implant of the xenmatrix, the patient was diagnosed with recurrent incisional hernia and underwent reoperation to repair recurrent incisional hernia. The clinician has assessed the patient¿s postoperative course as definitely related to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery and listed as a possible complication in the instructions-for-use (IFU) supplied with the device. Review of manufacturing records confirms product was manufactured to specification. This MDR represent the ae of hernia recurrence (device #1). An additional MDR was submitted to represent the aes of abscess and fistula (device #2).

Event description:
Alleged per clinical trial (B)(4): on (B)(6) 2014, the subject patient underwent multiple recurrent open incisional transverse hernia repair, during which two xenmatrix surgical grafts were trimmed and placed in underlay fashion on the intra-peritoneal region using a suture. Fascia was completely closed with vicryl suture in interrupted stitch technique and full closure was achieved with sutures. Concomitant procedure abdominal wash out was performed. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient was diagnosed with recurrent hernia. On (B)(6) 2015, the patient underwent reoperation to repair recurrent incisional hernia and was discharged to home on (B)(6) 2015. This ae is clinically assessed to be possibly related to the procedure and definitely related to the study device. This has been assessed as a serious adverse event of moderate severity and has recovered/resolved. The reported adverse event met the definition of an sae (serious adverse event) and does not meet the definition of uade (unlisted adverse event).

Event description:
Alleged per clinical trial (B)(6): on (B)(6) 2014, the subject patient underwent a multiple-recurrent open incisional transverse hernia (25 cm x 20 cm) repair procedure, during which two xenmatrix surgical grafts (device #1 & device #2) were trimmed and placed in underlay fashion intra-peritoneally using sutures. Fascia was completely closed with vicryl suture in interrupted stitch technique and full closure was achieved with sutures. Concomitant procedure included lysis of adhesion(s). The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient was diagnosed with recurrent incisional hernia. On (B)(6) 2015, the patient underwent reoperation to repair the hernia, during which another xenmatrix surgical graft (device #3) was implanted. The patient was discharged from the hospital on (B)(6) 2015. The ae (hernia recurrence) is clinically assessed to be of moderate severity, definitely related to the study device #1 & device #2, possibly related to the procedure and recovered/resolved. The reported adverse event met the definition of an sae (serious adverse event) and does not meet the definition of uade (unlisted adverse device event). On (B)(6) 2015, the patient was diagnosed with an abscess and was admitted into the hospital. The patient was discharged on (B)(6) 2015 and the abscess resolved on (B)(6) 2015. On (B)(6) 2015, the patient was diagnosed with an enterocutaneous fistula and was admitted into the hospital on (B)(6) 2015 and underwent a surgical procedure. Both the abscess and fistula were noted to be associated with the xenmatrix implanted on (B)(6)2015 (device 3).

Manufacturer narrative:
As reported, post implant of the xenmatrix, the patient was diagnosed with recurrent incisional hernia and underwent reoperation to repair recurrent incisional hernia. The clinician has assessed the patient¿s postoperative course as definitely related related to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery and listed as a possible complication in the instructions-for-use (IFU) supplied with the device. Review of manufacturing records confirms product was manufactured to specification. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the corrected event information details. As reported, about 10 months post-implant of the two xenmatrix devices implanted on (B)(6) 2014 (device #1 and device #2), the patient was diagnosed with recurrent incisional hernia and underwent reoperation to repair the hernia. The clinician has assessed the patient¿s postoperative course as definitely related to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. This supplemental MDR represent the ae of hernia recurrence associated with device #1. Additional MDR was submitted to represent the ae of hernia recurrence associated with device #2 and additional supplemental MDR was submitted to represent the ae of abscess and fistula (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.